Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving hydromorphone (30 mg/ml at 17 mg/day), prialt (4 mcg/ml at 0.2 mcg/day), and baclofen (120 mcg/ml at 71 mcg/day) from an implanted pump. The indication for use was unknown. On 2016-july-08 the hcp reported that the patient had missed their refill ((B)(6) 2016) and the pump was now empty and the empty reservoir alarm had occurred. The hcp was going to fill the pump with just hydromorphone and baclofen and wanted to remove the old drug from the catheter and pump tubing. It was noted that the system contents removal procedure and bridge boluses were discussed. No patient symptoms were reported.